Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a touch contamination. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with a three week regimen of intraperitoneal vancomycin (2 grams). Five days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was re-trained in aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. It was reported that on an unspecified future date, the patient will be switched to hemodialysis as the patient does not follow the proper procedures for performing pd therapy. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.